Event description:
Additional information received reported that the patient had a loss of therapeutic effect. The patient¿s family member wanted to know if there was a manufacturer representative who could meet with the patient and check the device to make sure it was in the correct place and not dislodged. The patient¿s health care provider (hcp) just wanted to put in tubes. The patient¿s family member would try to have the patient¿s family hcp request the manufacturer representative to have the device checked. They put the patient¿s device in for gastroparesis and the patient did wonderful for a couple of months. It worked great, like a charm, until about april. Then all of the sudden the patient started feeling nausea, vomiting, and had pain around the lower right intestinal area down below the abdominal area. The patient had been taken back to their hcp and all their nurse did was wind it up a little more and all they wanted to do was put tubes in the patient¿s stomach. Every time they went to the hcp¿s office they flipped it up and turned it down, and that was all the nurse did. The patient was a young and active and had a family and didn¿t want tubes yet. The last time the patient was at the hospital was 3 weeks ago. Someone from the hcp¿s office who was in the surgical part of the hospital came into the room because the patient begged from someone to come from the manufacturer and look at their device. They were not a manufacturer representative, but they had more sense than the rest of the hcps. They adjusted the patient¿s device and told the patient there were several more adjustments to be made on it. The patient was told that they did not need tubes right now unless other adjustments did not work. The patient felt fine for 3 to 4 days and after they got home they started having nausea, they were vomiting again, and they had diarrhea on and off because they were really not eating anything. The patient was mainly drinking carnation breakfast instant drinks, milkshakes, and soups. The patient moved furniture around their house and right after that the therapy stopped working and this was at the last part of march or in the first part of april. The patient¿s hcp had not checked all of the components inside that they had known of. They did take an x-ray and said it looked fine from the x-ray. Now instead of a day, or 2 or 3 days, the patient was going into weeks at a time when they were not able to do anything but lie in bed. The hcp¿s office discouraged the patient so much that they almost cried when they walked out of their door. The patient¿s family member¿s spouse had a spinal cord stimulation (scs) device and they wanted to know why the gastroparesis patient did not have a patient programmer. They also wanted to know if there were a lot of patients that rejected the gastroparesis stimulators and wanted to know if the patient¿s body w as not cooperating with the implantable neurostimulator (ins). No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the patient had a loss of therapeutic effect. The patient had nausea, pain, and loose stools. Four months later, the patient experienced night sweats and worsening symptoms. A month prior to call, the patient¿s symptoms got extremely worse and they were in bed almost every day. The patient had already been to the emergency room twice for lower stomach pain, nausea, and vomiting. The pain started by the left side of the pubic area and went across the abdomen. The patient was given fluids, pain medication, dilaudid, and other medication. After the emergency room visit, the patient¿s healthcare provider turned stimulation up as far as it would go. The patient was told the other option was to put two tubes in the stomach. Three weeks later, the patient went to their family healthcare provider and was given fluids, toradol, and phenergan. The patient was then admitted to the hospital. X-rays showed that everything looked fine. The patient was dehydrated from not being able to eat or drink due to vomiting. The patient was very sick and in pain. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).